Event description:
It was reported that an access male luer did not connect because it was missing a part to screw in safely. There was no patient involvement and no additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A label review was conducted and found that there are insufficient directions for connecting the luer. Should additional relevant information become available, a supplemental report will be submitted.